Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the g6 mobile application shuts off unexpectedly. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of an unexpected g6 mobile application shut-off could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of unexpected g6 mobile application shut-off was confirmed. The root cause was determined to be an app crash error.